Event description:
It was reported that the c-arm on the 6600 system was not staying up in position. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted the tension on the articulating arm. The system was tested and found to be working as intended and placed back into service.